Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years after post deployment the patient reported severe abdominal pain and the patient stated that the pain was in an area at ovular and mid abdomen and was quite focal and intense. A computed tomography (CT) scan of abdomen and pelvis was performed and showed presence of an inferior vena cava (ivc) filter in place near the lower abdomen. Another computed tomography (CT) of abdomen and pelvis was performed after eight years for evaluation of inferior vena cava (ivc) filter placement and showed presence of an inferior vena cava (ivc) filter at level of l3 vertebral body and placed inferior to bilateral renal veins. The superior extent of inferior vena cava filter was at the superior l3 vertebral body, and the inferior extent was at mid l4 vertebral body. The study also showed that a total of ten prongs have perforated the inferior vena cava and the maximum distance of prong perforated was 6 mm. Also, a prong had perforated the duodenum and a prong had perforated the aorta too. Also, the coronal images showed zero-degree tilt and the sagittal images showed 4-degree tilt posterior-to-anterior. The diameter of inferior vena cava directly above filter measured 17 mm x 18 mm. Further it was concluded that the inferior vena cava filter (ivc) has punctured into her duodenum, aorta and punctured through the inferior vena cava (ivc) and the inferior vena cava (ivc) filter was later removed. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device was removed percutaneously. The current status of the patient is unknown.